Event description:
The company was informed that the patient's device has been explanted due to subsequent infection at the implant site. The patient reportedly developed a biofilm and edema, and experienced swelling around the implant. The patient is being monitored.